Event description:
It was reported that patient met with the surgeon for a battery replacement consultation. The patient had two seizures in the office and the surgeon has moved the surgery forward to take place as soon as possible. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The device was received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Event description:
Generator product analysis was approved for the device. There were no performance, or any other type of adverse conditions found with the pulse generator. Battery was seen to be at ifi 5-11%. No other relevant information has been received to date.

Event description:
A battery replacement procedure was performed, the device is scheduled for return. The physician has assessed the event was caused by low battery and that the seizure levels are back to pre-vns baseline. The battery replacement was noted to be intervention for the event. The device has not been received to date. No other relevant information has been received to date.